Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention, medical device removal, device breakage. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
A literature article was received entitled: extreme lateral interbody fusion (xlif) in the thoracic and thoracolumbar spine: technical report and early outcomes. Dennis s. Meredith; md & christopher k. Kepler; md, mba & russel c. Huang; md & vishal v. Hegde. Received: 6 march 2012/accepted: 26 october 2012 / published online: 25 january 2013. N=1: post-op cage fracture and pullout.